Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that in the past she had experienced an unspecified amount of tampons fall apart upon removal. She was concerned pieces remained inside her vaginal cavity. She did not experience any adverse health effects.